Event description:
It was reported that there was a confirmed motor stall and motor stall recovery noted in the event logs. It was unclear how long the motor stall lasted. The motor stall was caused by an MRI. Per the reporter, there was no current data in the programmer. The device system was used to deliver hydromorphone and baclofen.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).